Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, anxiety-product/procedure.

Event description:
Healthcare professional reported right side staged nipple reconstruction. Healthcare professional later reported rupture confirmed with an MRI and exchange from textured to smooth implant due to the patient's concern with the product. Device remains implanted.